Event description:
Baxter japan reported touch contamination with the transfer set. This was noted during use. The patient developed staphylococcus peritionitis. The patient was hospitalized for peritonitis, treatment received unknown. The patient recovered fully from the peritonitis per affiliate. It is not known for certain if the touch contamination happened but the healthcare professional feels it is highly likely and that it caused the peritonitis.